Event description:
Pt had a proximal right tibia resection with total knee arthroplasty done on 04/08/1988. The pt had no problems until developing pain in the knee with activity, which began several mos ago. X-rays showed a fractured femoral component. Revision of the right total knee was done on 07/24/1997. This confirmed a fracture of the femoral stem.